Event description:
Pt found to have infiltrated IV site in left wrist. The IV cannula was found to be broken upon removal from arm. The pt was taken to radiology which revealed a small catheter placed in the anterior aspect of the wrist, probably within a vein. It measures about 3cm in length. This represents a broken-off angiocath. The pt was taken to the or in 2001 for excision of angiocath fragment, left wrist.